Event description:
It was reported that the catheter was unable to be aspirated. It was also reported that the pt experienced shortness of breath and weakness after a refill. The pump reservoir was accessed and there was no volume discrepancy. All the medication was in the pump and there was no pocket fill. The pt was transported to the emergency room to check and see if the pt had a cardiac event. The symptoms were determined to not be pump related. The drug in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).